Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they got multiple pump error .the customer¿s blood glucose level was 131mg/dl. Troubleshooting was performed for pump error. The product will not be returned for the analysis.